Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a caregiver discovered a fluid leak coincident with a patient¿s peritoneal dialysis therapy. The patient was in drain one of five of their treatment when the caregiver noticed that fluid was leaking from the adapter connected to the patient¿s icodextrin bag. The caregiver verified that the adapter was fully connected and tight but that fluid was continuing to leak out of the connection. At the time of the incident, no fluid entered the cycler as a result of the leak. The technical support representative advised the patient to re-setup using all new supplies. Follow up with the patient¿s nurse verified that the patient did not experience any injury or require medical intervention as a result of the fluid leak. It was mentioned that the patient had changed their adapter during their treatment but it was unknown as to when or why the adapter was changed. The adapter used at the time of the leak was not available for return. The patient has continued with peritoneal dialysis therapy without complication. Additional information was requested but was not available.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Additional information was solicited and received. Patient's peritoneal dialysis nurse reported that the patient was not prescribed prophylactic antibiotics for this alleged event.